Event description:
It was reported that the device would display a run-away error on the screen while being used on a pt. The device was exchanged for another. No reported pt effect. Ref: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service tech evaluated the device and determined the control board and head were defective. The control board and head were replaced. They system was successfully tested to factory specifications and returned to service. A supplemental medwatch will be submitted if additional info becomes available. Ref exemption #: (B)(4).